Event description:
It was reported that this pacemaker was unable to be interrogated using a programmer. Upon further examination, the device was found to have entered safety mode. Technical services (ts) was consulted and discussed the device should be replaced. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available, this report will be updated.